Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges elevated metal ions, abductor muscle repair, open dislocation and loosening of cup and stem. After review of medical records, patient was revised to address instability from total hip arthroscopy. Revision notes reported that the stem was well fixed and instability was fixed. Doi: (B)(6) 2014; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.